Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the sheath detached at a location about six inches from the device handle inside the scope. The procedure had already been completed with this device when this occurred. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the sheath detached at a location about six inches from the device handle inside the scope. The procedure had already been completed with this device when this occurred. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional information: device lot number: 14671548. Device expiration date: 09/19/2014. Additional information: device manufactured date: 09/20/2011. Device evaluation: visual evaluation of the returned device found the flare to be detached, and two kinks were noted along the working length. The condition of the returned device rendered functional testing impossible. The complaint was confirmed. Manipulation of the device during the procedure likely produced the kinks found in the working length, which would create resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the flare to detach; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.